Event description:
Surgery was completed as usual but post-operation was not as expected. The patient has a class 2 occlusion instead of planned class 1 occlusion. Redo surgery needed to correct occlusion.

Manufacturer narrative:
Investigation ongoing; rc unknown.

Manufacturer narrative:
The investigation concluded that the devices did not malfunction and there was no deterioration in the characteristics of the performance, and as such the devices met specifications. The exact reason for reported issue could not be established.

Event description:
Surgery was completed as usual but post-op was not as expected. The patient has a class 2 occlusion instead of planned class 1 occlusion. Redo surgery needed to correct occlusion.